Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. Additionally, it was noted that the teflon coating was scraped. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted scraped teflon coating likely occurred due to interaction with the torque device bein g tight against the guidewire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a repeat cardiac catheterization to assess systemic & pulmonary circulation, a hi-torque balance middleweight (bmw) guide wire was used with multiple devices. During removal of the guide wire without resistance, it was noted that the distal portion of the guide wire remained in the left pulmonary vein. Unsuccessful attempts were made to snare the guide wire. After consult, it was decided to leave the separated segment in place. No further treatment was performed. The patient recovered without reported adverse sequela and was discharged from the hospital one day post procedure. There was no additional information provided.